Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 08/30/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found records of power on reboot. The battery compartment and cap were intact. The battery contact measurements were within specifications. The pump powered up with auditory and vibratory features. All the keypad buttons responded properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The reported power issue was verified in the black box but not duplicated during the investigation. A leak test showed a leak with the bolus button. The pump casing was opened and evidence of moisture intrusion was found on the printed circuit board.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, moisture was observed behind the display and the pump did not power up. The reporter stated that there was no damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.